Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The cable failed bench and continuity testing. There was an open. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi30000443, serial/lot #: (B)(4), ubd: , UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing replaced umbilical cable and the system then passed the system checkout and was found to be fully functional. The cable was returned and is under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the site was unable to power on their imaging system. The system was plugged in overnight. There was no patient present when this issue was identified.